Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the clip caught on chordae causing tissue damage. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with grade 3-4. The clip delivery system (cds) was advanced to the mitral valve and during positioning of the clip, the clip got caught on chordae. Troubleshooting was performed and the clip was freed, but a chord had torn. The clip was re-positioned and was deployed. The clip was stable. A second clip was advanced to further reduce mr and capture the torn chord. Two clips implanted reducing mr to 1-2. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a conclusive cause for the reported difficulty removing from anatomy. The reported tissue damage is a result of the difficulty removing from anatomy. The reported patient effect of tissue damage, as listed in the mitraclip system instructions for use (IFU), is a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling.